Manufacturer narrative:
Analysis of device image indicated a false eri triggered about four months before the explant date which resulted from transient low battery voltage, consistent with device approaching eri and being operated in automated settings. Device had reached true eri voltage level two weeks after explanted. Monthly battery impedance appeared to be in the range of less than 1kohm throughout the implant duration, consistent with data corruption. Possible emi exposure or therapeutic radiation could not be confirmed and the cause of the data corruption could not be determined. A longevity calculation was performed and found the battery depletion was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the pulse generator, an unusual battery diagnostic was observed. The device had reached normal elective replacement indicator in (B)(6) 2017. During the device check on (B)(6) 2018, it was determined that the battery impedance appeared to be erroneous. The device was explanted and replaced. The patient was stable post procedure.